Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a (B)(6) male patient. The medical history included diabetes, rheumatism, osteoporosis and hashimoto's thyroiditis. The concomitant medications included oxcarbazepine for convulsion, levothyroxine sodium for thyroid disorder, pantoprazole sodium sesquihydrate and ranitidine hydrochloride for stomach protection, leflunomide as immunosuppressive; tocilizumab and pregabalin for rheumatism, atorvastatin for cholesterol, celecoxib, prednisone, methylphenidate hydrochloride, calcium, sulbutiamine for unknown indication for use. The patient received insulin lispro (humalog)cartridge via humapen ergo teal/clear, 9iu three times daily(at breakfast, lunch and dinner), belly and thigh as injection site, for treatment of diabetes beginning on unknown date. Since the beginning of treatment, the patient experienced pain and hematoma at the injection site. On the week of (B)(6) 2012, after initiation of insulin lispro via humapen ergo teal/clear (lot a1468) with clear cartridge holder attached, the patient noticed that injection button had not strength to push the lead screw down. The patient did not receive corrective treatment and had not recovered from events. There were no laboratorial exams performed. The insulin lispro treatment was continued. The operator of device was not provided, but it was stated that the operator was trained by the pharmacist. The patient reused the needles. The patient used humapen teal/clear with clear cartridge holder attached for approximately two years. The device was returned on (B)(4) 2012 and was found to have two broken engagement tabs. Update (B)(4) 2012: per internal review on (B)(4) 2012, minor grammatical errors corrected. Update (B)(4) 2012: additional information received on (B)(4) 2012, from the global product complaint database upgraded the malfunction field to yes/cirm for two broken engagement tabs; added the return dated of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary a patient reported that his humapen ergo device injection screw did not have enough force to push the cartridge plunger causing injury at injection site. Investigation of the returned device (batch a1468, manufactured april 2000) found both opaque cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Corrective action: a new cartridge holder design was developed and introduced in september 2000 with lot a1493. This design eliminates stress on the engagement tabs and any undesirable surface features. No further corrective actions are planned as the device manufacturing was discontinued december 2006. No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a (B)(6) light brown male patient. The medical history included diabetes, rheumatism, osteoporosis and hashimoto's thyroiditis. The concomitant medications included oxcarbazepine for convulsion, levothyroxine sodium for thyroid disorder, pantoprazole sodium sesquihydrate and ranitidine hydrochloride for stomach protection, leflunomide as immunosuppressive; tocilizumab and pregabalin for rheumatism, atorvastatin for cholesterol, celecoxib, prednisone, methylphenidate hydrochloride, calcium, sulbutiamine for unknown indication for use. The patient received insulin lispro (humalog)cartridge via humapen ergo teal/opaque, 9iu three times daily(at breakfast, lunch and dinner), belly and thigh as injection site, for treatment of diabetes beginning on unknown date. Since the beginning of treatment, the patient experienced pain and hematoma at the injection site. On the week of (B)(6) 2012, after initiation of insulin lispro via humapen ergo teal/opaque(lot a1468) with opaque cartridge holder attached, the patient noticed that injection button had not strength to push the lead screw down. The patient did not receive corrective treatment and had not recovered from events. There were no laboratorial exams performed. The insulin lispro treatment was continued. The operator of device was not provided, but it was stated that the operator was trained by the pharmacist. The patient reused the needles. The patient used humapen teal/opaque with opaque cartridge holder attached for approximately two years. The device was returned on 24feb2012 and was found to have two broken engagement tabs. Update 02mar2012: per internal review on 02mar2012, minor grammatical errors corrected update 08mar2012: additional information received on 24feb2012 from the global product complaint database upgraded the malfunction field to yes/cirm for two broken engagement tabs; added the return dated of the device; updated the medwatch and EU/ca fields; and updated the narrative. Update 15-mar-2012: additional information received 14-mar-2012 via global product complaint database. Changed device product to humapen ergo teal/opaque pen body/cartridge. Added device specific safety summary. Update EU/ca and medwatch info device fields.